Event description:
Customer reported unit showing a charging fault. No reported pt involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.